Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection of sample. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One universal inserter/extractor was returned and evaluated. Upon visual inspection the handle of the strike plate has been cracked. The threaded tip is not damaged however there is impact damage to the shaft and the strike plate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic on the threaded stem inserter cracked on the handle while impacting stem. Everything went fine, no patient incident. Stem went in to desired position and everything was fine. Attempts were made to obtain additional information; however, none was available.